Manufacturer narrative:
(B)(4).

Event description:
Procedure: thoracotomy. According to the reporter: while using the reload on the pulmonary vein, it fired fine but the jaws of the staple cartridge would not open to remove it from the vein. Another staple reload was placed next to it. After occluding the vessel, the original load was cut off. Additional tissue loss occurred.